Event description:
It was reported that the customer was sweaty and the insulin pump stopped working for awhile. Customer is now receiving a battery out limit. Customer mentioned that the esc and the act buttons are not working. Customer stated that they were unable to clear the auto off alarm or the battery out limit alarm due to the keypad anomaly. Customer's blood glucose reading at the time of the call was 13.2 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.